Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred during the load process. The customers blood glucose (bg) level was impacted (400 mg/dl). A manual injection was administered to address bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, it was reported that the customer's blood glucose level has been high since starting the pump (400 mg/dl). Customer stated they were unsure of the cause and declined troubleshooting with tandem technical support. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.